Event description:
Additional information received reported that the patient was not provided with an exact reason for the issue, only a guess that the stimulator was allowed to go to a low level and shut down. This was the second occurrence. No steps were taken to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the implant was not on. It was noted the patient misplaced the patient programmer and was unable to turn the implant on. The patient said the implantable neurostimulator (ins) turned off without using the programmer. This had happened in the past approximately 6 months. The patient indicated the battery had not discharged. This was a patient with deep brain stimulation for thalamic pain syndrome. It sounded like the patient was having the implantable neurostimulator (ins) shutting off for some reason and problems with the recharger also. It was noted the patient had an engineering background, so the rep did not believe the patient was having a hard time understanding the equipment. The patient contacted the rep under somewhat troubles circumstances. When the patient last visited the clinic approximately 6 months prior to the report, he discovered the ins was off. Over the past few days the patient noticed during recharging sessions that the battery had not discharged rending the session useless. The icon at the very left of the top row was open or blank indicating off. As in the case when the patient last visited the clinic and it was discovered the system was off, the patient was in discomfort. The difference this time was that the patient was back on methadone which was helping. But the pain change was quite noticeable acutely defined by severe squeezing and tightness in the left torso. The patient could deal with the pain as he was on methadone. The bigger issue was why the system was off. The patient knew what the keys on the controller were. These keys were told during the patient's training prior to the replacement surgery were idle. Since he tried them, the patient could attest to that fact. The patient had misplaced the first unit given to him that had the on/off functionality, so that was not the issue, if in fact that would even work with the battery. Information was relayed to the patient on how to turn on stimulation with the recharger. The ins had shut off on its own. Relevant medical history included non-malignant pain and other non-malignant pain. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.